Manufacturer narrative:
An event regarding dislocation involving an exeter shell was reported. The event was confirmed following a review of the medical records by a clinical consultant. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a review by a clinical consultant noted: the principal problem of this case is cup malposition leading to an overload condition with initially in 2011, instability with hip dislocation and later in 2015, cup loosening. As such, both the hip dislocation reported in 2011, and the cup loosening reported in 2015, were caused by the same problem of cup malposition contributing to impingement. Total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. In this case, the cup has a normal inclination of 43° but there is a close to zero anteversion where the normal range should be within 15° - 25° of anteversion. Anteversion is more important for hip instability problems than inclination. The available lateral x-ray documents a 14°mismatch between acetabular bone plane and cup plane leaving a significant part of the cup rim exposed beyond the acetabular bone periphery conclusions: a review by a clinical consultant concluded: cup malposition in near absent anteversion has contributed to an overload condition in the bearing causing at first hip instability with a dislocation treated by closed reduction while later gradually effecting cup loosening with pain symptoms requiring revision. No further investigation for this event is possible at this time as no devices were returned. If further information such as device return, patient history and follow-up notes become available this investigation will be reopened.

Event description:
Patient suffered a dislocation on (B)(6) 2011 and had a closed reduction on (B)(6) 2011( left hip).

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient suffered a dislocation on (B)(6) 2011 and had a closed reduction on (B)(6) 2011( left hip).